Event description:
It was reported that during a device change out procedure due to normal battery depletion. An episode was discovered in which, this right ventricular lead exhibited noise, oversensing and pacing inhibition for over three seconds. The noise was able to be recreated without it being oversensed. It was observed that the sensitivity of the lead was recently reprogrammed. A potential defibrillation threshold (dft) test and further reprograming of the device were discussed. The patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported.